Event description:
We received the following info from a third party. A female pt approx (B)(6) years of age underwent a CT scan of the chest with contrast in (B)(6) 2010. She had a pre-existing abnormality of the right hand; the extent of the deformity was unk. After a few failed attempts to obtain peripheral IV (intravenous) access for the exam, an IV was successfully inserted into the pt's right wrist area. The pt suffered an extravasation at the IV site following the injection of contrast (optiray 320). It is inconclusive as to how much contrast or saline was extravasated at the time of the reported issue. The pt was immediately treated with warm compresses and sent home. The technologist from the site followed up with the pt via phone for the next five days to obtain an update on her condition. The pt reportedly was doing fine. Some time later, the pt underwent surgery on the affected area.

Manufacturer narrative:
At the time of the reported event, medrad was not notified; therefore, we could not provide a system service checkout of the injector per our standard practice. The envision CT injector system (sn (B)(4)) is still being used currently at this facility.